Event description:
It was reported that the customer was having difficulty cleaning the blood out of the handpiece. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the investigation is completed.